Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported the patient had a questionable infection; no device issues were noted. The patient contacted the clinic and reported redness and pain at the stimulator site. The fever the patient had reduced with acetaminophen. The patient was instructed to report to urgent care for evaluation. No action was taken but the event resulted in a trip to urgent care. The event was considered resolved without sequelae. The etiology was due to the stimulator pocket and related to the device or therapy and not related to the implant procedure. The patient indication for use is non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was questionable infection at implant site.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.